Event description:
It was reported the device was dropped. The rear case needed to be replaced. The device was returned to the manufacturer for check/calibration, analyzed, and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is out of mechanical specification. Heart lead flex is corroded. Battery contacts are compressed. One side bail is bent. Battery release, two case screws, and lead flex cover are contaminated. Upper and lower cases, one side bail cover, and battery drawer are broken.